Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed an error code 45986. No patient adverse events reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported error 45986 message. The pump was received in good physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. To further investigate the reported issue, a power up self test and a functional test was performed. The customer's issue was not confirmed and root cause could not be determined. The error codes were cleared and software was reloaded for preventative measures. No further actions taken.